Event description:
It was reported in a service report that the fowler jammed, and the fowler screw and fowler bracket did not line up appropriately. No adverse consequences were alleged.

Manufacturer narrative:
Fowler clutch. Device is going to be repaired per (B)(4).